Manufacturer narrative:
The cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. [Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.]

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 45 mg/dl with symptoms of sweating, confusion and the inability to focus associated with a loss of prime issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the patient received a loss of prime. It was noted that the patient primed while attached an inadvertently administered 1 unit of insulin. This is being reported because the patient experienced hypoglycemia associated with user error and not a pump malfunction.